Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed no issues were noted with the profile of the devices tip. The stent was deployed during the procedure and was not received at the cis for analysis. A visual examination of the balloon confirmed the presence of a solidified crystalline substance; possibly contrast medium or saline was visible in the inflation lumen indicating the device was prepped for use. It was also noted that the balloon had been subjected to positive pressure and deflated prior to return. During analysis the balloon was inflated to nominal pressure and was fully deflated within 15 seconds. The inflation device was verified at 11 atmospheres (atm) before and after use with a calibrated pressure gauge. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4) .

Event description:
It was reported during a stenting treatment procedure stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25x32mm promus premier stent was deployed. When removing the delivery system the implanted stent became stretched creating the middle part of the stent to become damaged and the proximal part of the stent compressed. It was noted the delivery balloon fully deflated as expected. The physician treated the damaged stent with two additional stents. No further patient complications were reported and the patient status is stable.

Event description:
It was reported during a stenting treatment procedure stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 2.25x32mm promus premier stent was deployed. When removing the delivery system the implanted stent became stretched creating the middle part of the stent to become damaged and the proximal part of the stent compressed. It was noted the delivery balloon fully deflated as expected. The physician treated the damaged stent with two additional stents. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Age at time of event: over 50 years old. Device is combination product. (B)(4).